Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device diagnosed a rhythm as svt that appears to be vt. The patient was asymptomatic from the vt that went untreated and it broke on its own soon after. Programming changes were recommended.